Event description:
The user facility reported a 78 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge sidearm leak at the yellow luer. A purge bypass was completed. There was sodium bicarbonate being used in the purge. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The clinical reported that the leak was coming from the yellow luer, however no product was returned for analysis. Therefore, the root cause of the purge leak was most likely a damaged sidearm yellow luer. This report is being filed as part of a retrospective review of historical records.